Manufacturer narrative:
Additional information was received on dec 08, 2023 and section h11 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging of there is black debris in her machine so she cannot use it. She states her health is declining and she is dosing off at times she should not be which could be dangerous related bipap device's sound abatement foam. There was no report of serious patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation. During investigation the manufacture observed dust/dirt contamination inconsistent with degraded sound abatement foam was observed throughout device enclosure, and airpath. Manufacturer observed evidence of water ingress in the blower box and inside of the blower, suggesting the use of no distilled water in the humidifier water chamber. Manufacturer can confirm the presence of dust/dirt contamination. Manufacturer can confirm the presence of water ingress in the blower box and blower. Evidence of sound abatement foam degradation/breakdown was not observed. The manufacturer was not able to confirm the presence of degraded sound abatement foam. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found 2 error codes. The manufacturer applied power to the device and verified airflow. The manufacturer concludes that there was no evidence of sound abatement foam degradation. The manufacturer confirmed the presence of dust-like contamination and unable to address the patient's symptoms. Sections d8,d9, h2, h3 and h6 has been updated in this report.

Event description:
The manufacturer received information alleging an issue related to a bilevel positive airway pressure (bipap) device's sound abatement foam. There was no report of patient harm or injury. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.